Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was performed in (B)(6). The patient had thromosis of vena iliaca. Two antegrade treatments were successful. During the procedure and usage of the trellis the oscillating wire broke apart, twisted off. The trellis system had to be removed from the patient. There was no patient harm, no medical surgical intervention required, and no extension of procedure time. Investigation of the returned trellis device on (B)(6) 2014 found that the dispersion wire was separated from the sinusoidal section of the dispersion wire and the fractional face of the distal section of the dispersion wire was observed through a hole in the catheter.